Event description:
It was reported that on literature review "comparison effect of two kinds of operation methods for treatment of intertrochanteric fracture of femur", seven (7) patients had a deep vein thrombosis of the lower extremities after having an internal intertan nail fixation. It is unknown how the adverse event was treated. The current state of health of the patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). "Comparison effect of two kinds of operation methods for treatment of intertrochanteric fracture of femur". Doi: (B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that patient specific clinically relevant documentation has not been provided as of the date of this medical investigation and it was communicated that there was ¿no more information¿. The current patients health status remains unknown. The clinical root cause of the reported events could not be further assessed; however, a dvt is a known post-surgical complication. The patients outcomes beyond that which was documented in the article could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.